Event description:
During a video assisted thoracic surgery the device was successfully fired with two cartridges. The device was fired the third time, the release button would not function. The thoracic cavity was opened and the tissue was cut around the head of the device to remove the device from the pt. The o.r. Time was extended and the pt received 400ml of blood.